Event description:
IV tubing was attached to bp machine. Air embolus occurred. Pt coded - intubated and sent to ICU. Pt made complete recovery. Was discharged from hospital on (B)(6) 2004. User error caused the event. Staff was immediately notified and educated. MFR came to hospital and replaced all bp cuff adapter so they wouldn't fit IV tubing. (B)(4) was notified. Nurse thought she was connecting.